Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) expired. The patient's family expressed concern to the patient's physician that the device caused the patient's death. The device was included in the mid-life display of replacement indicators advisory. The physician questioned the field representative, whether the extended charge times would prevent the device from delivering therapy. Technical services discussed that despite having a long charge time, the device would still deliver therapy. The last charge time was in the range of 18 seconds. The device was explanted prior to cremation and was expected to be returned for analysis. Technical services also discussed that if the device had been programmed off prior to explant, the device memory would have any episodes that were stored the day the patient expired. It was reported that the patient died in her sleep and that the cause of death was unknown.

Manufacturer narrative:
As of today, the device has not been returned for analysis. The physician did not follow up with the funeral home, and was told the device was sent back to boston scientific corporation, but the device has not been received. This event will be updated should the device be returned.